Manufacturer narrative:
There was no report of a device malfunction relating to this event. The device was returned resmed for an engineering investigation. The investigation methods, results, and conclusion are not finalized at this stage. (B)(4).

Event description:
It was reported to resmed that a pediatric trach patient was using an astral device when the device alarmed alerting the caregiver of an issue with the patient. Per the reporter, the device alarmed due to a blockage in the patients airway (mucus build up). The caregiver attempted to remove the mucus build up via suctioning and trach change but was not successful and the patient expired. It was reported that the patient had a do not resuscitate order (dnr) therefore no ambu bagging or CPR was provided.

Manufacturer narrative:
There was no report of a device malfunction relating to this death. A review of the device logs did not identify any system faults and did not indicate any device malfunction. Endurance testing was performed and no alarms or system faults were triggered. Based on the device logs and performance tests the device functioned to specification. There is no evidence to suggest that the device contributed to the patients' death. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that a pediatric trach patient was using an astral device when the device alarmed alerting the caregiver of an issue with the patient. Per the reporter, the device alarmed due to a blockage in the patients airway (mucus build up). The caregiver attempted to remove the mucus build up via suctioning and trach change but was not successful and the patient expired. It was reported that the patient had a do not resuscitate order (dnr) therefore no ambu bagging or CPR was provided.